Event description:
The customer stated that he accidently delivered 31 units of insulin into his body. The customer's blood glucose read 85 mg/dl at the time of the report. Paramedics were called in order to prevent a possible hypoglycemic event. The phone call was disconnected once the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.